Manufacturer narrative:
Additional information: the device history record (DHR) for the reported lot number shows no issues were found in visual and physical samples inspected from the lot. The lot met all defined acceptance requirements and was released. There were no samples submitted with this complaint, however, pictures of the reported condition that were sent from the customer were analyzed. The needle hub looked to be fractured into 2 pieces. The reported condition is confirmed based on the customer provided images. The exact root cause of the reported condition could not be determined without a physical sample to examine. A specific root cause could not be determined without the physical sample to examine. There was no indication of a systemic issue with the process or production. Based on available information, no corrective or preventative action (CAPA) is required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needle was defective. Based on the photos provided by the customer, the hub of the needle is completely cracked into two pieces.